Event description:
Time; 7:30am blood glucose (mg/dl); 124 - ate 32g carbs bolus (units); 1.7u, time; 9:30am blood glucose (mg/dl); 124 - ate 32g carbs, bolus (units); n/a, time; 9:51am blood glucose (mg/dl); 260- ate 32g carbs bolus (units); 1.0u, time; 10:17am blood glucose (mg/dl); 204 - ate 20g carbs bolus (units); 1.3u, time; 11:45am blood glucose (mg/dl); 345 - ate 32g carbs bolus (units); 1.3u. The customer reported that the cannula was kinked.

Manufacturer narrative:
The device was not returned for evaluation. We re unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.